Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece measuring 57.8 cm. Two external insulation abrasions were found. The first external insulation abrasion was found at 8.2 - 9.1 cm from the connector pin, breaching the optim sheath. The second external insulation abrasion was found at 10.7 - 11.0 cm from the connector pin, breaching the right ventricular (rv) cable lumen, and the rv ethylene tetrafluoroethylene cable coating was also found abraded. The cause of both external insulation abrasions was due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.